Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced sensor anomalies. The customer's blood glucose was unknown at the time of incident. Mother stated the customer her son had two enlite sensors fail. The first sensor was removed and the sensor did not have the filament and the second sensor would not activate. Mother stated that the sensors were removed it was very painful and irritated; the skin irritation was under the sensor tape. It was recommended that they speak to their health care professional about irritation and alternative sites. The sensors were replaced. The sensors will not be returned for analysis.